Event description:
The customer reported the system displayed a precharge voltage error. This error will prevent the system from booting to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The fr4 fuse on the power cap module, cr6 filament driver fuse, and filament driver pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.